Event description:
It was reported that during implant of the implantable pacing lead (ipl), after reaching the position, the threshold was higher. The ipl was removed, and not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.